Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient expressed concern that the device stopped working as they weren't feeling stimulation anymore on either side; they thought something was not working or they pulled a wire. They switched from the left to the right side and received, "settings not available" on either side. The patient was advised that they still might be improving even though they can't feel stimulation. The patient then said they were very happy with the results and said they are surprised that they've improved so much. No further patient complications have been reported as a result of this event.